Event description:
There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B5 - corrected information. H6 - impact code corrected information. The device history record was unable to be reviewed for this device since the manufacturing date was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus confirmed the event. Olympus presumes from the investigation result that the user did not read IFU thoroughly, did not know timing of replacing disinfectant. Therefore, they may have used the expired disinfectant. A definitive root cause cannot be determined. The event is detectable/preventable by handling the equipment in accordance with the following IFU. Oer-elite operation manual chapter 8 replacement of consumable items 8.2 replacing the disinfectant solution when the disinfectant solution in the reprocessor is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Caution expired disinfectant solution should be treated in accordance with the instructions supplied with the disinfectant solution. It is recommended to treat the waste fluid properly and to dispose of it according to local wastewater standards defined by law, or temporarily collect and store the waste fluid and have it treated by a waste disposal firm. Acecide-c product overview reuse period up to 5 days. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing found the facility was using the endoscope reprocessor with disinfectant that was 13 days old. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.